Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned on the left side of the chest as it showed a rise in pacing impedances and thresholds. As the left side was occluded a new system was implanted on the right side of the chest. The rest of the right atrial lead and pacemaker were also abandoned without additional allegations. No additional adverse patient effects were reported.